Event description:
(B)(4) study. Same case as MDR#2134265-2013-06174. It was reported that a myocardial infarction (mi) and stent thrombosis occurred. In august 2011, the patient presented due to silent ischemia which was diagnosed as stable angina (ccs classification: 2) and silent ischemia and was referred for cardiac catheterization. The first, 100% stenosed, 20mm x 2.5mm target lesion was a chronic totally occluded de-novo lesion located in the proximal right coronary artery (rca). The first target lesion was treated with pre-dilatation and placement of a 2.50 mm x 20 mm taxus element stent. Following post-dilatation, residual stenosis was 0%. The second, 100% stenosed, 20mm x 2.5mm target lesion was a chronic totally occluded de-novo lesion located in the mid rca. The second target lesion was treated with pre-dilatation and placement of a 2.50 mm x 24 mm taxus element stent. Following post-dilatation, residual stenosis was 0%. During recanalization with a pt graphix intermediate guide wire, a dissection occurred. After the implantation of one of the taxus element stent, smooth walled vascular course with timi flow iii was achieved. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented due to severe chest pain after emotional arousal with bouts of sweating, retrosternal burning pain and tingling in both arms which was diagnosed as st-elevation posterior wall infarction. The patient's cardiac enzymes were found to be elevated and an mi was reported. An electrocardiogram (ECG) was performed and the mi was determined to be posterior q-wave. It was observed that the patient experienced ischemic symptoms. In stent restenosis with total occlusion (stent thrombosis) of the of the previously placed study stent located in the mid rca was treated with intravenous administration of a gp iib/iiia receptor antagonist (eptifibatide) in relation to high thrombus burden. The 100% restenosis in the overlap area of the study stent located in the mid rca was treated with balloon angioplasty with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Date of birth: 1967. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).